Event description:
It was reported that standby button on device is malfunctioning and the light continues to stay on.

Manufacturer narrative:
Additional information will be provided once investigation is complete.